Event description:
It was reported high impedance occurred when the rf (radio frequency) power was turned on. It was also reported the foot switch connector is broken. The rf generator was returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.